Event description:
The catheters break on pulling out of the patient body.

Manufacturer narrative:
The sample has been returned to the manufacturer and is currently being evaluated. Results are expected soon.